Event description:
This spontaneous case was originally reported by a lawyer on behalf of a regulatory authority and describes the occurrence of pelvic pain ("debilitating pain") and fallopian tube perforation ("my coil pierced thru") in a 30 year-old female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the day of essure insertion, she experienced procedural pain ("from the moment I had it done it felt painful"). An unknown time later she experienced pelvic pain (seriousness criterion intervention required), fallopian tube perforation (seriousness criterion medically important), genital haemorrhage ("excessive bleeding with huge clots"), abdominal distension ("I look pregnant from the bloating and swelling"), anaemia ("anemic"), alopecia ("I have lost half of my hair"), fatigue ("im always tired") and migraine ("migraines"). The patient was treated with surgery (essure removal on 01-jun-2018). Essure was removed. At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal distension, alopecia, anaemia, fallopian tube perforation, fatigue, genital haemorrhage, migraine, pelvic pain and procedural pain to be related to essure administration. The reporter commented: on 21-feb-2023 reported that patient inserted esurre in (B)(6) 2013. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 21-feb-2023: essure removal, therefore pelvic pain was upgraded as serious incident, patient middle, date of birth and address name added. Genital bleeding downgraded. Event uterine perforation updated to fallopian tube perforation. Further company follow-up with the regulatory authority or the consumer is not possible. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority FDA (reference number: (B)(4)) on 07-oct-2015. The most recent information was received on 14-mar-2023. This spontaneous case was originally reported by a lawyer on behalf of a regulatory authority and describes the occurrence of pelvic pain ("debilitating pain") and fallopian tube perforation ("my coil pierced thru") in a 30 year-old female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the day of essure insertion, she experienced procedural pain ("from the moment I had it done it felt painful"). An unknown time later she experienced pelvic pain (seriousness criterion intervention required), fallopian tube perforation (seriousness criterion medically important), genital haemorrhage ("excessive bleeding with huge clots"), abdominal distension ("I look pregnant from the bloating and swelling"), anaemia ("anemic"), alopecia ("I have lost half of my hair"), fatigue ("im always tired") and migraine ("migraines"). The patient was treated with surgery (essure removal on (B)(6) 2018). Essure was removed. At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal distension, alopecia, anaemia, fallopian tube perforation, fatigue, genital haemorrhage, migraine, pelvic pain and procedural pain to be related to essure administration. The reporter commented: on (B)(6) 2023 reported that patient inserted esurre in (B)(6) 2013. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 14-mar-2023: quality safety evaluation of ptc. Further company follow-up with the regulatory authority or the consumer is not possible. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority FDA (reference number: FDA-2014-n-0736-1269) on 07-oct-2015. The most recent information was received on 09-dec-2023. This spontaneous case was originally reported by a lawyer on behalf of a regulatory authority and describes the occurrence of pelvic pain ("debilitating pain / chronic pelvic pain / from the moment I had it done it felt painful, right lower quadrant pain"), fallopian tube perforation ("my coil pierced thru"), heavy menstrual bleeding ("excessive bleeding with huge clots, menorrhagia") and device breakage ("right coil was pulled out in 3 pieces") in a 30 year-old female patient who had essure inserted for permanent contraceptive tubal implant. Additional non-serious events are detailed below. Product or product use issues identified: device difficult to remove ("device removal difficult" on (B)(6) 2015) and complication of device removal ("complication of device removal" on (B)(6) 2015). The patient had a medical history of uterine cervix dilation procedure and general anaesthesia (for essure insertion) in 2012 and submucous leiomyoma of uterus, uterine adhesions, multiple caesarean sections (3 all premature, last on (B)(6)2012 at approx. 25 week), multi gravida (3) and nonsmoker (never smoked). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the day of essure insertion, she experienced pelvic pain (seriousness criterion intervention required). On (B)(6) 2015 she experienced device breakage (seriousness criterion medically important). At an unknown time, she experienced fallopian tube perforation (seriousness criterion medically important), heavy menstrual bleeding (seriousness criterion intervention required), blood loss anaemia ("anemic"), dysmenorrhoea ("dysmenorrhea"), abdominal distension ("I look pregnant from the bloating and swelling"), alopecia ("I have lost half of my hair"), fatigue ("im always tired") and migraine ("migraines"). The patient was treated with surgery (essure removal bilateral salpingectomy (B)(6) 2015 and laparoscopy left salpingectomy, hysterectomy (B)(6) 2021). At the time of the report, the pelvic pain, heavy menstrual bleeding and dysmenorrhoea were resolving. The outcomes for fallopian tube perforation, blood loss anaemia, abdominal distension, alopecia, fatigue and migraine were unknown. Essure was removed on (B)(6) 2015. The reporter considered abdominal distension, alopecia, blood loss anaemia, device breakage, dysmenorrhoea, fallopian tube perforation, fatigue, heavy menstrual bleeding, migraine and pelvic pain to be related to essure administration. The reporter commented: initial report by consumer ((B)(6)2015): from the moment I had it done it felt painful. I have lost half of my hair. I look pregnant from the bloating and swelling. It made me anemic. Im always tired and the migraines I suffer from ..... Im literally just scratching the surface. Not one doctor has ever believed that essure was the issue. I have insisted on checking on them and they have never done so. Finally after getting even more symptoms such as excessive bleeding with huge clots to debilitating pain. I finally got checked and my coil pierced thru. Now I get to look forward to removing these things out of my body. Follow up: essure removal questionnaire via physician: patient desired essure removal. Physician considered the pain (pelvic pain, rlq (right lower quadrant) pain, dysmenorrhea and menorrhagia were related to esurre, symptoms improved after essure was removed. Right essure removal was difficult, it was removed in three pieces (no device breakage during placement). Discrepant information via lawyer (21-feb-2023): essure insertion date (B)(6) 2013, removal date (B)(6) 2018 -(medical records (B)(6) 2023: insertion (B)(6) 2012, removal (B)(6) 2015). Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 75.3 kg. [Hysterosalpingogram] on (B)(6) 2015: findings: images demonstrate no evidence of filling defect within the uterus. There is some irregularity with suggestion of extrinsic compression along the right endometrial wall. The bilateral essure devices appear properly positioned. There is no passage of contrast through the fallopian tubes. Impression: well positioned essure devices, with occluded fallopian tubes bilaterally. Slight contour irregularity along the right endometrium, suggestive of extrinsic compression, which may be secondary to submucosal fibroids. Ultrasound or pelvic MRI may be considered for further evaluation [hysteroscopy] on (B)(6) 2012: procedure: hysteroscopic occlusion of fallopian tubes via essure. Findings: exam under anesthesia showed an anteverted normal sized uterus. No adnexal masses or uterine masses palpated complications: none description of procedure: the uterus was then gently distended, which allowed for both tubal ostia to be visualized. Next, the essure device was inserted in the hysteroscope and was visualized entering the left tubal ostia. The essure device was then deployed with approximately 2 coils outside of the left ostia. In a similar fashion, the essure device was visualized entering the right tubal ostia and deployed with approximately 5 coils outside the tubal ostia on the right side. The hysteroscope was then removed. All instruments were removed from the patient's vagina. The patient went to recovery in stable condition [laparoscopy] on (B)(6) 2015: preoperative diagnosis: chronic pelvic pain postoperative diagnosis : chronic pelvic pain, multiple thick adhesions operative findings thick large omental adhesions around the umbilicus and left abdominal side wall, very thick large uterine adhesions to the abdominal wall almost all the way up to the fundus, the plane between bladder and uterus is not visible. Tubes and ovaries appear normal. Suspected endometriosis lesions noted just posterior to the right cornua. Both coils were removed in their entirely, right coil was removed in pieces operation diagnostic laparoscopy, bilateral issues coil removal, bilateral salpingectomy procedure: the left fallopian tube was initially cauterized superficially in the isthmic and ampullary portion of tube using ligasure. Then laparoscopic scissors were used to cut into the lumen in isthmic portion. The essure coil was identified and grasped with a laparoscopic allis clamp. With gentle constant traction, he coil was removed from the tube. The ligasure device was then used in usual fashion to perform left salpingectomy. The tube was removed from the abdominal cavity through the lateral port. The right tube was then cauterized superficially with a ligasure device. Laparoscopic scissors were used to cut into the lumen. With some difficulty the essure coil was found. With constant traction the coil was pulled, part of the inner coil and outer coil was removed. The outer coil removal was difficult, and it broke off in the middle of the removal with part of it still being in the tube. The second half of the inner coil was then removed by gentling pulling on the visible coil and holding constant traction; on (B)(6) 2021: robot assisted total laparoscopic hysterectomy. Lysis of adhesions. Left salpingectomy. Cystourethroscopy. Preoperative diagnosis: menorrhagia, dysmenorrhea, anemia - postoperative diagnosis: menorrhagia, dysmenorrhea,anemia, abdominal and pelvic adhesions.indication for surgery: menorrhagia, dysmenorrhea, anemia. [Pathology test] on (B)(6) 2021: surgical pathology final report: diagnosis a. Remnant of left fallopian tube; excision: - unremarkable periadnexal soft tissue. B. Uterus and cervix; hysterectomy: - inactive endometrium with pseudodecidualized stroma, suggestive of exogenous hormone effect - intramural leiomyoma - cervix with no specific pathologic changes - no malignancy identified: pre-op diagnosis: menorrhagia surgical procedure: robotic hysterectomy specimen(s): a. Remnant of left fallopian tube b. Uterus, cervix . Gross description: stumps of right and left tubes are attached, with the right tubal stump measuring 1 cm in length and the left tubal stump measuring 1.5 cm in length. Cervix and endocervix are sectioned and there are mucoid filled nabothian cysts has a trabeculated cut surface. The right lateral myometrium has a 1.8 cm in diameter intramural fibroid that has a circumscribed, light tan, whorled cut. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 09-dec-2023: quality safety evaluation of ptc. Further company follow-up with the regulatory authority or the consumer is not possible. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority FDA (reference number: (B)(4)) on 07-oct-2015. The most recent information was received on 07-nov-2023. This spontaneous case was originally reported by a lawyer on behalf of a regulatory authority and describes the occurrence of pelvic pain ("debilitating pain/chronic pelvic pain / from the moment I had it done it felt painful, right lower quadrant pain"), fallopian tube perforation ("my coil pierced thru"), heavy menstrual bleeding ("excessive bleeding with huge clots, menorrhagia") and device breakage ("right coil was pulled out in 3 pieces") in a 30 year-old female patient who had essure inserted for permanent contraceptive tubal implant. Additional non-serious events are detailed below. Product or product use issues identified: device difficult to remove ("device removal difficult" on (B)(6) 2015) and complication of device removal ("complication of device removal" on (B)(6) 2015). The patient had a medical history of uterine cervix dilation procedure and general anaesthesia (for essure insertion) in 2012 and submucous leiomyoma of uterus, uterine adhesions, multiple caesarean sections (3 all premature, last on (B)(6) 2012 at approx. 25 week), multi gravida (3) and nonsmoker (never smoked). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the day of essure insertion, she experienced pelvic pain (seriousness criterion intervention required). On (B)(6) 2015, she experienced device breakage (seriousness criterion medically important). Essure was removed the same day. An unknown time later she experienced fallopian tube perforation (seriousness criterion medically important), heavy menstrual bleeding (seriousness criterion intervention required), blood loss anaemia ("anemic"), dysmenorrhoea ("dysmenorrhea"), abdominal distension ("I look pregnant from the bloating and swelling"), alopecia ("I have lost half of my hair"), fatigue ("im always tired") and migraine ("migraines"). The patient was treated with surgery (essure removal bilateral salpingectomy (B)(6) 2015 and laparoscopy left salpingectomy, hysterectomy (B)(6) 2021). At the time of the report, the pelvic pain, heavy menstrual bleeding and dysmenorrhoea were resolving. The outcomes for fallopian tube perforation, blood loss anaemia, abdominal distension, alopecia, fatigue and migraine were unknown. The reporter considered abdominal distension, alopecia, blood loss anaemia, device breakage, dysmenorrhoea, fallopian tube perforation, fatigue, heavy menstrual bleeding, migraine and pelvic pain to be related to essure administration. The reporter commented: initial report by consumer on oct-2015: from the moment I had it done it felt painful. I have lost half of my hair. I look pregnant from the bloating and swelling. It made me anemic. Im always tired and the migraines I suffer from ..... Im literally just scratching the surface. Not one doctor has ever believed that essure was the issue. I have insisted on checking on them and they have never done so. Finally after getting even more symptoms such as excessive bleeding with huge clots to debilitating pain. I finally got checked and my coil pierced thru. Now I get to look forward to removing these things out of my body. Follow up: essure removal questionnaire via physician: patient desired essure removal. Physician considered the pain (pelvic pain, rlq (right lower quadrant) pain, dysmenorrhea and menorrhagia were related to esurre, symptoms improved after essure was removed. Right essure removal was difficult, it was removed in three pieces (no device breakage during placement). Discrepant information via lawyer on 21-feb-2023: essure insertion date: (B)(6) 2013, removal date: (B)(6) 2018, (medical records: (B)(6) 2023: insertion: (B)(6) 2012, removal (B)(6) 2015). Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 75.3 kg. [Hysterosalpingogram] on (B)(6) 2015: findings: images demonstrate no evidence of filling defect within the uterus. There is some irregularity with suggestion of extrinsic compression along the right endometrial wall. The bilateral essure devices appear properly positioned. There is no passage of contrast through the fallopian tubes. Impression: well positioned essure devices, with occluded fallopian tubes bilaterally. Slight contour irregularity along the right endometrium, suggestive of extrinsic compression, which may be secondary to submucosal fibroids. Ultrasound or pelvic MRI may be considered for further evaluation. [Hysteroscopy] (B)(6) 2012: procedure: hysteroscopic occlusion of fallopian tubes via essure. Findings: exam under anesthesia showed an anteverted normal sized uterus. No adnexal masses or uterine masses palpated complications: none description of procedure: the uterus was then gently distended, which allowed for both tubal ostia to be visualized. Next, the essure device was inserted in the hysteroscope and was visualized entering the left tubal ostia. The essure device was then deployed with approximately 2 coils outside of the left ostia. In a similar fashion, the essure device was visualized entering the right tubal ostia and deployed with approximately 5 coils outside the tubal ostia on the right side. The hysteroscope was then removed. All instruments were removed from the patient's vagina. The patient went to recovery in stable condition. [Laparoscopy] on (B)(6) 2015: preoperative diagnosis: chronic pelvic pain postoperative diagnosis : chronic pelvic pain, multiple thick adhesions operative findings thick large omental adhesions around the umbilicus and left abdominal side wall, very thick large uterine adhesions to the abdominal wall almost all the way up to the fundus, the plane between bladder and uterus is not visible. Tubes and ovaries appear normal. Suspected endometriosis lesions noted just posterior to the right cornua. Both coils were removed in their entirely, right coil was removed in pieces operation diagnostic laparoscopy, bilateral issues coil removal, bilateral salpingectomy procedure: the left fallopian tube was initially cauterized superficially in the isthmic and ampullary portion of tube using ligasure. Then laparoscopic scissors were used to cut into the lumen in isthmic portion. The essure coil was identified and grasped with a laparoscopic allis clamp. With gentle constant traction, he coil was removed from the tube. The ligasure device was then used in usual fashion to perform left salpingectomy. The tube was removed from the abdominal cavity through the lateral port. The right tube was then cauterized superficially with a ligasure device. Laparoscopic scissors were used to cut into the lumen. With some difficulty the essure coil was found. With constant traction the coil was pulled, part of the inner coil and outer coil was removed. The outer coil removal was difficult, and it broke off in the middle of the removal with part of it still being in the tube. The second half of the inner coil was then removed by gentling pulling on the visible coil and holding constant traction; on (B)(6) 2021: robot assisted total laparoscopic hysterectomy. Lysis of adhesions. Left salpingectomy. Cystourethroscopy preoperative diagnosis: menorrhagia, dysmenorrhea, anemia - postoperative diagnosis: menorrhagia, dysmenorrhea,anemia, abdominal and pelvic adhesions.indication for surgery: menorrhagia, dysmenorrhea, anemia. [Pathology test] on (B)(6) 2021: surgical pathology final report: diagnosis: remnant of left fallopian tube; excision: unremarkable periadnexal soft tissue uterus and cervix; hysterectomy: inactive endometrium with pseudodecidualized stroma, suggestive of exogenous hormone effect: intramural leiomyoma: cervix with no specific pathologic changes: no malignancy identified: pre-op diagnosis: menorrhagia surgical procedure: robotic hysterectomy specimen(s): a. Remnant of left fallopian tube b. Uterus, cervix gross description: stumps of right and left tubes are attached, with the right tubal stump measuring 1 cm in length and the left tubal stump measuring 1.5 cm in length. Cervix and endocervix are sectioned and there are mucoid filled nabothian cysts has a trabeculated cut surface. The right lateral myometrium has a 1.8 cm in diameter intramural fibroid that has a circumscribed, light tan, whorled cut. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 07-nov-2023: medical records were provided via lawyer. Upon receipt of follow up this report was detected to be a duplicate to record #(B)(4) (medwatch 3500a MFR number 2951250-2015-01934) which will be deleted in bayer safety database after all information was transferred to this duplicate record #(B)(4) which will be retained. New: reporters, answer to questionnaire, medical history test results added (none reported here previously). Event added: device breakage, device difficult to use, complication of device removal, dysmenorrhea. Further company follow-up with the regulatory authority or the consumer is not possible. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.